Event description:
A report was received that the patient had to charge his ipg frequently. Database analysis revealed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to charge his ipg frequently. Database analysis revealed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to charge his ipg frequently. Database analysis revealed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibits premature battery depletion. The source of the fast battery depletion was resulted from the affected analog ic (integrated circuit) which is characterized by excessive sleep current and low impedance. The source of the analog ic damage was unknown. However, exposing the device to high-electromagnetic or voltage transient can cause this type of failure.

Manufacturer narrative:
(B)(4).